Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. Case logs were not submitted for investigation. It was reported that the surgeon placed a competitive screw over a guide wire, or k-wire, while utilizing excelsius gps. After taking a post-operative x-ray that excelsius gps had accurately placed the guide wire to plan before breaking as the tip of the k-wire was placed in the pedicle for l4 right. This caused the screw to follow the path of the broken guide wire outside of the planned position. The surgeon removed the screw at l4 right and did not replace it. The severity observed matches the anticipated complaint severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.